Manufacturer narrative:
Evaluation summary: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. (B)(4).

Event description:
A consumer reported blurred distance vision following an intraocular lens (iol) implant procedure. She reported that it was only possible for her to see traffic signs when she was less than about 50 meters in front of them. The patient also indicated that the television was now blurry, but near and intermediate vision had improved. The lens remains implanted. Additional information was provided that the patient saw two stripes like sunray. They also experienced eye pain and a veil over their vision.